Manufacturer narrative:
Correction: describe event or problem, medical device operator, medical device other operator. Annex b: b21. Annex c: c21. Annex d: d16. Annex f: f27. Additional information: relevant tests/laboratory data, device available for eval? Returned to manufacturer on, device eval by manufacturer? And manufacturer narrative. Annex a: a25. Annex b: b01, b14. Annex c: c19. Annex d: d14. Annex f: f26. Annex g: g0301201. The actual date of event is unknown. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported indicating that the device is not always detecting smaller air bubbles was not confirmed or replicated during laboratory testing. The source pump module¿s air detection system was tested using the air in line threshold product analysis procedure. The pump module¿s air detection system was observed operating within specification. The event date was reported as 30 january 2026; the time was not reported. A review of the suspect pump module error log showed no errors were recorded related to the reported event or on the reported event date. The pump module event log showed the device in use on 30 january 2026 attached to the pcu s/n (B)(6) as channel a. The air in line single bolus setting was configured to 75l and later changed to 250l, with accumulated air enabled. The pcu dataset and logs were not provided. Therefore, some programming parameters and drug information could not be confirmed. The last infusion performed in the pump module on 30 january 2026 was at 11:01 am, with a rate of 250 ml/h and a volume to be infused (vtbi) of 500 ml. The infusion started with an expected duration of 2 hours. At 11:08 the user paused the infusion and detached the pump module. The bd alaris¿ system with guardrails¿ suite mx v12.3.2 user manual states: there are different settings for single bolus, the threshold can be set at 50, 75, 125, 175, or 250 mcl (in anesthesia mode only, the threshold value can be set to 500 mcl). Air detection algorithms aim to detect bubbles of approximately the setting size. Not all bubbles are exactly that size. Some bubbles smaller than the setting may trigger an alarm. Some slightly larger bubbles may not cause an alarm. The accumulated air-in-line alarm is designed to notify the user when many small bubbles pass the air sensor. Single bubbles that are too small to meet the single bolus air-in-line alarm threshold can pass the air sensor without causing a single bolus air-in-line alarm. The pump module monitors the amount of air that passes the air sensor. An accumulated air-in-line alarm occurs when the percentage of air in a specific volume that passes the sensor is greater than or equal to the determined values. Depending on the air-in-line setting, the pump module monitors the percentage of air in a specific window of volume that passes the air sensor. Lower air-in-line settings cause the pump module to evaluate the amount of air in smaller volumes. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the report indicating that the device is not always detecting smaller air bubbles was not identified during the investigation. Laboratory testing confirmed that the ail was properly detecting air within specification. However, it is possible that the single air bolus setting was too high to detect the single air boluses observed. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had device is not always detecting smaller air bubbles, so it's not alarming. Initially it was reported there was no patient involvement. Additional information was provided during manufacturer on-site visit. It was reported that the clinician involved in the event confirmed that the system was set up correctly with the pump positioned at heart level, adequate head height between primary and secondary IV bags, and drip chambers 2/3 full. The primary and secondary sets were loaded correctly, which the clinician successfully demonstrated during followup. Approximately halfway through the secondary oxaliplatin infusion, an alleged alarm activated; another rn silenced the alarm before the reporting nurse returned, so the exact alarm message is unknown. The clinician observed air in the IV tubing and removed the set, confirming no air reached the patient's IV port. She noted striping on the primary line and a kink above the chemo safety clamp on the secondary line. The remainder of the infusion was completed using new tubing and a different pump without issue. Biomedical engineering tested the involved device without initial awareness that the event included a patient interaction. Biomed staff introduced air via syringe to trigger the alarm. The device later passed air-in-line testing. Customer is questioning why the device did not alarm for air-in-line until there was increased amounts of air. There was patient involvement however no patient harm.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had device is not always detecting smaller air bubbles, so it's not alarming. There was no patient involvement.